Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 28oct2020.

Event description:
The biomed reported the touchscreen will not calibrate. The remote manufacturer's service technician advised the biomed the recommended repair is replacing the v60 touchscreen. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
H10 multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11: g1: contact information updated. H6: codes.